Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The event can be detected/prevented by following the inspection method of the suction function and the leakage testing of the endoscope section as described in the operator's manual. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the angle control knob of the gastrointestinal videoscope was too stiff, the insert was creased, and the light guide lens was discolored. The customer noted the angle adjustment was working. The issues were found when preparing the scope for use in a diagnostic procedure. The procedure was completed using a similar scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was an unknown white foreign material brushed out of the suction connector. The report is being submitted due to the foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in report, evaluation found the complaints were confirmed. Evaluation found angulation in the up direction was out of standards due to a worn angle wire, the gap of the up/down knob was out of standards due to a worn angle wire, liquid leaked due to cutting of the bending section cover and deformation of the light guide connector, a stain was present due to deformation of the light guide connector, the charged coupled device was creased, the light guide lens was broken, the bending section cover adhesive was broken, the bending section cover adhesive was discolored and the light guide connector was deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.